Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience pocket stimulation while lead impedance testing was being performed on the implantable pulse generator (ipg). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.